Event description:
Customer reported a button error alarm. Customer also states that she went on a cruise and that's how the insulin pump got exposed to water. Customer put the insulin pump in a bowl of rice. The blood glucose reading is 538 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage noted on the electronic, motor, vibrator motor or battery tube assembly. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.